Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to flattened all buttons dome switch. No button error alarm noted during testing. Device had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed button error. No significant events leading to the alarm. Blood glucose value is unknown. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.